Manufacturer narrative:
Evaluation summary: it was caused due to chemical damages and worn out on the light guide plug. This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
Light guide plug damaged - even corroded. There was no report of patient harm.the time of event is unknown.